Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical repair kit was implanted approximately three years ago. Reportedly, the placement procedure ¿went well.¿ according to the complainant, post-procedure, the patient presented with erosion and exposure of the mesh at the anterior vaginal wall, close to the midline. Subsequently, the physician cut and removed the exposed mesh. No dehiscence was reported. Although the patient's exact age was not provided, the patient is reportedly over 18 years old.